Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported problem was not confirmed, no problems were found with the pump using batteries quickly or displaying "battery removed" messages when fully charged high quality batteries were installed in the pump. The pump was found to be operating properly and passed all tests. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pump displayed alarm 46.510. No patient injury or complications were reported in relation to this event.